Event description:
Customer called in to report false positive results on aries, s/n (B)(4) module a while utilizing the sars cov-2 assay. Run 1: performed or aries (module a md20286003): positive result. Run 2: performed on aries (module a md20286003)): negative result. There was no an alteration to patient therapy, serious injury, or death been associated with this event.

Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.